Event description:
A patient reported experiencing inaccurate erratic results with a ft meter. The patient's blood glucose results were 100 mg/dl, 190 mg/dl, 160 mg/dl. Tests were done within <10 minutes with a difference of 35%. Patient did not experience any adverse events. No further information has been reported.